Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece with the viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that six weeks following an intraocular lens (iol) implant procedure, the lens was exchanged due to an iol malposition and the power needed to be changed. In a follow up, the surgeon reported the event resolved following the iol exchange procedure. The surgeon also reported that a posterior capsule opacity was observed at the one week postoperative examination.